Event description:
It was reported that there was no saline solution in lens vial and the lens would not fold into an injector. There was no patient contact. It is to be noted that the inserter used during this event was not a b+l recommended inserter for the lens.

Manufacturer narrative:
The devices were returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.